Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. User reports that the mobile view station (mvs) computer will randomly turn off sometimes. Replaced the mvs computer and the issue was resolved. The computer has been received by the manufacturer for evaluation, although analysis has not yet been completed. A full imaging system check-out was completed following computer replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system mobile view station (mvs) powered off when the user was typing in the patient information. It was reported that the imaging system was plugged into a functioning power outlet when this occurred. There was no patient present when this issue was identified.

Manufacturer narrative:
Investigation of returned suspect computer found the computer booted to "an error has occurred that may have damaged the system's database." Resolved database error then performed patient data removal, and virus scan. Time/date (cmos) check good, os and o-arm application (3.1.6) load at start up following patient data removal. Bios settings were set to remain off at power loss. Corrected bios settings and installed mvs computer in o-arm system 267 and the system achieved ready. Two d and 3d imaging, as well as all communication functions were as expected. While under test, no instances of in appropriate shutting down, crashing or being unresponsive were observed. Initially had a database error. Functions as expected after resolving it. The reported issue was found to be caused by a database error.